Event description:
On (B) (6) 2009: customer reports no fluoro at start of day. No back-up room and no injury reported. States there was a loose cable on gim box.

Manufacturer narrative:
Field service engineer troubleshot generator interface module box and determined the interface cable was loose and the securing screws were missing. Fse reseated cable and secured the connector by replacing the missing screws. Fse verified fluoro image operation via sedecal service manual 710953 and infimed platinum one service manual 710273. The system was returned to full service by the customer.